Event description:
Event determined to be reportable based on analysis approved 04/18/2007: it was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the catheter was unable to cross the lesion. The lesion was located in the left anterior descending (lad) artery. A 2.5mm x 6mm ultra2 cutting balloon was advanced for pre-dilatation and inflated two times to 6atms. The taxus liberte 32mm x 3.0mm stent delivery system (sds) was advanced; however, the catheter was unable to cross the lesion. A quantum maverick 3.0mm x 8mm was advanced for further pre-dilatation; however, the number of inflations and to what atms the balloon reached on each inflation is unknown. A taxus liberte 3.0mm x 24mm sds was advanced to the lesion and successfully implanted. No patient injuries or complications were reported. The patient's status is reported as "stable." Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the stent revealed damage to the distal end. One distal stent strut was pulled distally towards the tip. This type of complaint is consistent with the device getting caught on some form of restriction upon withdrawal. The directions for use (dfu) state that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the device history record (DHR) for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause was unable to be determined.